Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The device was visually and microscopically inspected and there was no damage or irregularities. The wire was not stuck in the burr, as it was received separately. Functional test was performed and the wire was able to be inserted into the related complaint device without any issues. Dimensional inspection was performed and the measured dimensions on the delivery wire were within specification. No issues were identified during the product analysis.

Event description:
It was reported that the device became stuck on the wire. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use in an atherectomy procedure. After atherectomy was completed, it was noted that the device adhered to the rotawire. The devices were removed through the 5fr sheath. The procedure was completed. No complications were reported, and the patient had good results.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became stuck on the wire. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use in an atherectomy procedure. After atherectomy was completed, it was noted that the device adhered to the rotawire. The devices were removed through the 5fr sheath. The procedure was completed. No complications were reported, and the patient had good results.